Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was received but does not reflect full investigation window. The reported transmitter failed error could not be confirmed. A root cause could not be determined.